Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were hard to push. The customer¿s blood glucose level was unknown but the customer had visited to the emergency room for treating high blood glucose level. The customer reported that the insulin pump¿s screen had a hairline fracture, the buttons were hard to push and the insulin pump had failed to give no delivery alarm when the customer was not getting insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08735 inches. No excessive no delivery alarms noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.